Manufacturer narrative:
(B) (4).

Event description:
It was reported the pt experienced a power on reset (por) message on the recharger. The pt called for troubleshooting help and was able to clear the por and get stimulation back.